Event description:
Additional information indicates the wound is healing nicely.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had clear fluid draining from her ipg pocket. No infection was found. Patient was placed on antibiotics and a wound vac to address the issue.